Event description:
Once the two leads were connected to the implantable neurostimulator (ins), impedance issues were found during impedance testing. There were high impedances of greater than 10,000ohms with channel 1 with electrode 3. Channel 2 was complete. The leads were removed, and cleaned with sterile water but the issue stayed. Impedance measurements directly on the leads were normal. Then again connected to the ins with abnormal impedances. The ins was not implanted and a different ins was used. The issue was resolved and impedances were normal. No patient symptoms or complications were associated with this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).